Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer occasionally changes supplies or continues insulin administration without changing any supplies. Reportedly, the customer continued to use the pump for insulin therapy.